Event description:
During a c3-c7 posterior cervical fusion case, it was discovered that the double set screw for use with the cross connector plate caused interference with the available persuaders. The surgeon attempted to use other available instrumentation to achieve enough persuasion to seat the set screw. After 20 minutes, the surgeon was unable to seat the screw and decided not to implant the cross connector and utilize a standard set screw to complete the surgery without any further incident.

Manufacturer narrative:
Method - no devices were returned for evaluation.